Manufacturer narrative:
One used device returned for eval. The eval is in process. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that during a thoracentesis, the valve of the one-step catheter detached while the needle was removed. No harm or injury to the pt was reported.